Event description:
It was reported that the tip of the instrument cracked during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): the inferior shaft is cracked and bent on one side at the centerline of the jaw pivot pin, consistent with excessive rotational force. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive rotational force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.